Event description:
This is a spontaneous case report received from a medical doctor in united states on 20-may-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On an unspecified date, essure was removed. Ptc investigation result was received on 27-may-2015. This adverse event report is related to a product technical complaint (ptc). Nervus femoralis.. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and then had essure removed. If essure removal is necessary, surgery may be required. In this case, limited information was provided. However, given event's nature, causality with essure use is assessed as related. Since device removal was reported (intervention implied) this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow-up received on 02-sep-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and then had essure removed. If essure removal is necessary, surgery may be required. In this case, limited information was provided. However, given event's nature, causality with essure use is assessed as related. Since device removal was reported (intervention implied) this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.